Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 tricuspid regurgitation and thin leaflets for a triclip procedure. A triclip was placed on the anterior and septal leaflets. After deployment the clip was detached from the anterior leaflet but was stable on the septal leaflet. Per the physician, the single leaflet device attachment (slda) may have been caused by the thin leaflets and potentially a commissure/ indentation of the leaflets. Two additional triclips were implanted posterior to the initial clip to stabilize the clip and further reduce the regurgitation. The final tr was grade <1. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient condition. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.